Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) had premature battery depletion due to the high right ventricular (rv) lead thresholds. The ipg was explanted and replaced and the lead was capped and replaced. No patient complications have been reported as a result of this event.